Event description:
Related manufacturing ref: 3008452825-2022-00597. During a premature ventricular contraction procedure (pvc), two ablation catheters showed abnormal impedance and signal interference which caused a delay. While using the tacticath¿ contact force ablation catheter, sensor enabled to discharge the left ventricular outflow tract for 30 seconds, impedance increased from 105 to over 150, accompanied by signal interference and the radiofrequency instrument automatically cut off the discharge. A flexability¿ablation catheter, uni-d was then used which started normally, however, the same issue occurred approximately 15 minutes later. The catheter was replaced again and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrical testing of the returned device determined electrodes 1-4 met specifications for acceptable resistance values with no open or short circuits detected. A simulated ablation test was conducted and noise was present on the distal bipole during ablation, consistent with the reported noise issue. However, no impedance anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to noise during ablation. The cause of the reported impedance issue remains unknown.